Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially received, a corneal specialist reported cases of corneal ulcers seen in consumers overwearing of non extended contact lenses. At this time, patient specific event information is not known. No medical intervention reported at this time of report. The current condition of consumers was unknown. Additional information has been requested but not yet received.